Manufacturer narrative:
Follow-up received on 19-nov-2015: the required number of follow-up attempts have been completed, with no response to date.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5043424) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. She reported that after having essure implanted she had daily migraines, long and painful periods, and pain during sex. She stated it hurt so bad that she had a hysterectomy performed on (B)(6) 2015 with essure removal. She mentioned prozac as concomitant medication. Ptc investigation result was received on 20-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had painful periods/ hurt so bad and pain during sex after having essure (fallopian tube occlusion insert) inserted. She underwent a hysterectomy with essure removal, 6 months after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Dysmenorrhea and dyspareunia may occur after essure insertion. In the present case, given the positive temporal relationship and in the lack of an alternative explanation, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to required intervention (hysterectomy and essure removal). Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.